Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy at pod activation.

Manufacturer narrative:
The pod was received fully deployed. Initial inspection the top housing was found to be discolored, and corrosion was seen on the (printed circuit board) pcb through the bottom housing. The top and bottom housing was observed to be cracked. Corrosion was observed on all internal components, including the pcba, mechanism rails, linkage assembly, catch beam, chassis, commutator cap, reservoir cap, and all three batteries. All attempts to download the returned pods data, was unsuccessful; the pod was attached to a power source in attempt to download the data, which was unsuccessful. The pcb assembly was removed from the pod chassis and attached to a power supply in another attempt to establish connection with the master controller. The pcb was unable to communicate with the master controller and the download data was unable to be retrieved. The three batteries were measured, and the voltage was found to be lower than expected. Without the download data, the cause of the reported needle mechanism failure could not be determined. The needle mechanism was manually reset to the not deployed state, then manually deployed by rotating the ratchet gear. The needle mechanism deployed as intended. No damages or deficiencies were observed that would result in a needle mechanism failure. The investigation could not determine the cause of the reported event of the needle mechanism failure. Due to the corrosion, a leak test and fluid path testing were completed. A hole was observed to the in the fill port of the reservoir. The investigation could not determine the timing or cause of the damage to the reservoir fill port. The investigation determined that the damage to the reservoir contributed to the internal corrosion observed, however it could not be determined if the top and bottom housing cracks also contributed to the observed corrosion.